Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab on one pt. Results as follows: date: (B)(6) 2012, inratio: 1.3, lab: 2.5. Time between testing was minutes. Pt's therapeutic range is 2.0 - 3.0. Last dose of coumadin was (B)(6) 2012. Customer milks the finger in the attempt to collect sufficient sample for the test; the finger is pricked after green light comes on.